Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 43-year-old male patient was implanted with an impella device for mechanical circulatory support. The complainant reported that an implanted pump experienced positioning issues during patient support. It was noted that the device was mispositioned in the papillary and left ventricle cavitation. Upon attempting to reposition the pump, the device came across the valve and could not be re-advanced. The pump was subsequently left in the descending aorta at p0 until it could be explanted. There was no patient harm.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-05417 was provided. Note: corrected information provided in h6 is an addition to previous coding.